Event description:
It was reported that the unspecified bd nano pen needle was unable to prime. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nano pen needle was unable to prime. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
H6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.